Event description:
Customer reported she had just finished playing golf, attempted to bolus, and the device was scrolling. Customer was unable to stop it so she took the battery out, reinserted, and device alarmed battery out limit and then button error. Customer's blood glucose was 101 mg/dl. None of the buttons were responding. Customer does not recall any keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and off no power test. The operating currents were in within specification. No unexpected scrolling numbers, button error alarms, or battery out limit alarms noted during testing. However, the act button had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.